Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient had diaphragmatic stimulation and the lead was turned off. The lead was noted to be inactivated and the lv port of the device was noted to be plugged. No further patient complications have been reported as a result of this event.